Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary a patient was schedule for a transurethral lithotripsy procedure. During the pre-operation testing of the ngage nitinol stone extractor, it was noticed the basket did not open/close properly. The device was then replaced with another same type device to complete the procedure. No adverse effect on the patient has been reported. Investigation ¿ evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the device were conducted during the investigation. The device was returned to cook in an open package with the label for investigation. Upon inspection no significant damage was seen on the basket sheath. When handle was actuated, there wasn't any issue with the basket opening and closing. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The IFU did not provide any information related to the reported issue. Based on the available information, cook concluded that the cause for the issue could not be determined. The returned device was found to function normally when tested. No damage to the device was noted. Although the device functioned for the complaint investigator, the conditions experienced by the device during use were not known and could not be exactly recreated, therefore it is possible the device did not function correctly for the user but did function normally when tested at cook. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
A patient was schedule for a transurethral lithotripsy procedure. During the pre-operation testing of the ngage nitinol stone extractor, it was noticed the basket did not open/close properly. The device was then replaced with another same type device to complete the procedure. No adverse effect on the patient has been reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Name and address - phone: (B)(6), street: (B)(6), PMA/510(k) # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.